Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The fse stated that the log files indicated an autofill error had occurred around the time of the error. The fse completed a full system test (preventive maintenance (pm) protocol, functionality, and safety checks) and could not find any issues. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that when the cardiosave intra-aortic balloon pump (iabp) was placed on a the patient, an error message was displayed and the balloon would not function. The iabp would "not continue to run upon initiation" and was switched out. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.